Manufacturer narrative:
The patient was initially admitted emergently with acute coronary syndrome. Percutaneous coronary intervention (pci) was performed on a lesion in the mid left anterior descending artery (lad) of 18mm in length in a 2.25mm vessel diameter. The lesion was pre-dilated with a 2.5mm/balloon length unknown quantum balloon at unknown inflation pressure. Then the stent was deployed at unknown inflation pressure. Residual diameters stenosis is not known. Approximately 8 months later, the patient returned with unspecified symptoms. Total occlusion of the previously stented area was confirmed. In stent restenosis was found in the stent. Ivus was performed on patient to resolve the problem. In addition, the space behind the struts was filled with plaque material. Please not that this product is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. A female patient with a medical history of diabetes and acute coronary syndrome experienced approximately, ten months after receiving a cypher stent. The patient's medical history places her at increased risk for developing mace. The patient underwent a coronary intervention for an unknown indication. Angiogram revealed a 2.5mm reference vessel diameter lesion in the left anterior descending (lad). The use aspirin, ticlopidine and/or other antiplatelet medications was not indicated. Pre-dilation was conducted before implantation of a cypher stent at an unknown deployment pressure. The use of ivus or monitoring of act's was not conducted. The procedure was completed without any report of patient injury. Ten months post the index procedure, the patient underwent a re-pci due to pain. In-stent restenosis was identified. Treatment details were not reported. The use of ivus was documented to resolve the problem. The product remains implanted thus unavailable for analysis. A device history record review of the involved lot could not be performed due to unavailable sterile lot numbers. Restenosis is a known potential adverse event post coronary stenting, associated with the progression of cardiovascular disease. Moreover, the patient has a significant medical history that may have contributed to the reported event.

Event description:
Approximately, eight months after percutaneous coronary intervention, in-stent restenosis of the cypher stent was confirmed.